Event description:
On (B)(6) 2018, (B)(6) called in stating the pen needles were defective. She goes through 2-3 pen needles before she will get to a pen needle that'll allow the insulin to go through.